Event description:
Reportedly, while using the device to perform routine pt monitoring, the device initially did not display pt ECG. Later in the use the pt ECG displayed but had wandering ECG baseline. The reporter indicated that pt care was not adversely affected.